Event description:
It was reported that there was an electromagnetic interference (emi) issue that occurred approximately two days prior to the initial report. The patient went through a theft detector in a shop, received strong stimulation, and the lead at the cervical level displaced. Impedance testing and reprogramming were performed. The implantable pulse generator (ipg) had a power on reset (por) which was resolved through reprogramming. The ipg was in a pocket under the patient¿s armpit. The patient experienced pain and less than 50% therapy relief at the lead location. It was noted that the lead¿s position was going to be revised, and the patient was alive with no injury. Two weeks after the initial report, the hospital had not defined with the patient the kind of revision that would be done and when it would be done. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found no anomaly.

Event description:
Additional information reported the patient¿s lead was replaced at the time of follow-up. The lead was to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, serial# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: 97791, serial# unknown, product type: accessory. Correction: please note conclusion code: no longer applies to this report. Additionally, the concomitant device information found in (and captured above) has been updated at this time. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2014, product type: lead.